Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient does not believe that the implant is working correctly. They further stated that there is something going on because it¿s not helping with their symptoms. It was noted that this had been going on for ¿about the last month and a half.¿ troubleshooting was not possible at the time because the patient did not have their programmer with them. However, they noted that they used to run their stimulation on 0.9v and had increased to 1.0v about a month ago. Programming options were reviewed, and it was recommended that they follow up with their healthcare provider if the problem does not resolve. No further patient complications are anticipated or expected as a result of this event.